Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that every few minutes, the pump indicated a not primed message even after repeatedly disconnecting and re-priming the cartridge. The reporter stated that the patient changes the cartridge every 3 days, and that the cartridge cap was tight. The reporter denied trauma to the pump, denied cartridge exposure to extreme temperatures, and stated that supplies had been stored in the kitchen with no moisture or humidity. The reporter stated that the cartridge was within the expiration date. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.